Event description:
It was reported there was premature battery depletion resulting in an urgent replacement of the implantable pulse generator (ipg). It was further reported that the atrial lead had chronic low impedance and the ventricular lead had unacceptable thresholds. The right ventricular lead had been programmed off at the time of device replacement. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).